Event description:
The customer was doing maintenance on the alinity c processing module. It was reported that she was examining the syringes when the r1 tubing popped off and sprayed her on the face and in the eyes. She cleaned herself up, by wiping the water off her face. No additional injuries were reported, and no further medical treatment was required. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the service history for the analyzer revealed no additional issues of splashing from instrument parts were reported. A review of historical data associated with the tbg, syringe valve to syringe, r1 did not identify any trends, nonconformances or potential nonconformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems found no trends with regards to the current issue. Labeling was reviewed and sufficiently addressed the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, (B)(6), was identified. Additional information in section b5, and h4 - device mfg date.

Event description:
Update: additional information provided by the customer. The customer was wearing a lab coat and gloves but was not wearing glasses or goggles at the time of the incident.